Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing ruptured. 1 of 2 reported events. The following information was provided by the initial reporter: xxx indicated that item had issue with bursting on the hose part of the item. What is the patient outcome? Are there any adverse events/serious injuries? Pt had to have the affected IV removed and a replacement IV started. Was there a delay of, or change in, the course of treatment due to the event? Delay of CT imaging due to the need to remove and restart IV access. What type of procedure is being performed? CT imaging what was the medication/fluid in use at the time of the event? CT contrast was there any leakage of medication/fluid? Yes, the j-loop tubing burst and split so CT contrast and blood came out.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3038466, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the device appeared to be used with the extension tubing having expanded and became deformed near the catheter adapter. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined as the observed damage could have been caused by a few different events.

Event description:
It was reported that 2 of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing ruptured. 1 of 2 reported events. The following information was provided by the initial reporter: xxx indicated that item had issue with bursting on the hose part of the item. What is the patient outcome? Are there any adverse events/serious injuries? Pt had to have the affected IV removed and a replacement IV started. Was there a delay of, or change in, the course of treatment due to the event? Delay of CT imaging due to the need to remove and restart IV access. What type of procedure is being performed? CT imaging what was the medication/fluid in use at the time of the event? CT contrast was there any leakage of medication/fluid? Yes, the j-loop tubing burst and split so CT contrast and blood came out.